Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-06017, 2017865-2019-06020. It was reported that the patient has deceased. The cause of death was unknown.

Manufacturer narrative:
A partial lead with the pin measuring 3.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.